Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the awl tip jammed on the hand grip. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The awl 9734404 tip (lot# 180517) was returned for analysis. Analysis found that the returned awl had impact marks at the back end causing the reported fit issues with the mating tracker. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.